Event description:
It was reported that an ilet insulin pump exhibited a cracked screen that impaired the user's ability to navigate the interface to deliver insulin, while blood glucose readings were not impacted and insulin delivery safety was managed by continuing cgm use via the dexcom app or receiver. Symptoms included no reported adverse clinical effects. Outcomes included no reportable injury, no medical intervention, and no hospitalization. Investigation included case documentation review and device replacement logistics, with instructions provided to shut down the device, sync data to the mobile app, and return the affected unit. Investigation of this device revealed physical damage to the display assembly consistent with a screen break, resulting in a user interface failure to select or execute commands. It was concluded, based on previously established findings for similar reports, that the cause was product damage due to handling or use conditions, not a manufacturing defect.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.